Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: on investigation, the pump failed to power on; the pump had no power. There was visible moisture behind the display lens. Investigation duplicated the complaint. The battery compartment was damaged; cracked. Leak testing confirmed moisture leakage at the site of the battery compartment crack. A battery cap was not returned with the pump for investigation. A test battery cap was able to secure properly to the pump. Additional moisture damage was found inside the pump on the printed circuit board. No power to the pump due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture behind the display screen and the pump had no power. The reporter denied damage to the pump or battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.